Event description:
Pt underwent lightsheer hair removal procedure to one or both legs in 2003. Pt claims unspecified injuries requiring unspecified medical intervention for the injuries they claim are a result of the lightsheer procedure.